Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported prior to using their the abbott diabetes care (adc) sensor they mentioned "a previous sensor that resulted in medical event". Adc attempted to contact the customer for additional information but was unsuccessful as the customer refused to provide additional information relating to the reported issue. There was no report of death or permanent impairment associated with this event.